Event description:
The customer reported via phone call that she had a crack above the screen on the insulin pump. Customer thinks some water got into the pump since the screen is foggy. Customer stated that she might have run into something. Customer was not sure if the pump was bumped. Customer stated that the buttons work but she has to hold them or push them hard. Customer's blood glucose was 113 mg/dl this morning. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. No moisture damage found inside the insulin pump.